Manufacturer narrative:
(B)(4). Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply, and ac inlet connector need replaced to address the issue. During evaluation, an issue related to the system board was observed. The device's system board was replaced to address the issue.